Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with a static fill estimate of 105 despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support explained the situation, noting that this can occur due to a variance in measured pressures, and once the insulin level matches the static display, it will adjust correctly. The caller understood and acknowledged the explanation.